Manufacturer narrative:
The device was manufactured from march 25, 2020 - march 26, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a large volume infusor. The no flow was discovered at the hospital prior to patient use. There was no patient involvement. No additional information is available.